Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, a complete loss of capture in both chambers; this was consistent at max output. A complete loss of sensing was also noted. It was reported that the patient had deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.